Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, clamp tubing" alarm. The reservoir volume was 25.3, rate was 2.2, and 73.45 was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.